Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer in (B)(6) reported that they got a very high result on 2 out of their three coaguchek xs pro devices (serial numbers (B)(4), unknown and unknown). They obtained results of 7.2, 7.2, and 2.5 on the three instruments. No unit of measure was reported for these results. It was reported that no wrong result was transmitted out of the lab. The customer believes the problem is the meters and not the strips. There was no strip information provided. There was no information provided regarding the time frame of the samples or the collection method of the samples. There was also no patient information available. There was no adverse event. The suspect device was requested to be returned and replacement product was sent.